Event description:
It was reported that the patient experienced intermittent therapy. The pump and catheter were replaced. The physician suspected a micro tear in the catheter. The pump contained lioresal at the time of the event.

Manufacturer narrative:
The catheter only was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.